Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed insufficient information on the pacemaker right ventricle (rv) and atrial (ra) lead. The physician elected to explant and replace the ICD. The patient was in stable condition.